Manufacturer narrative:
(B)(4). A review of the complaint history, quality control (qc), specifications and a visual inspection of the complaint device was conducted for the purpose of this investigation. A visual examination of the wire discovered that the weld connection located at the "j" end separated from the coil and safety wire resulting in coil elongation. Ultimately, the safety wire and mandril wire exited the coil. An examination of the exposed safety wire and mandril wire confirmed they were of the correct size and diameter. This device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport. A review of our sales records for the safe-t-j fixed core wire guide product line from 01/01/2012 up to 03/20/2015 indicates that a total of (B)(4) devices were sold. (B)(4). No additional mitigation activities will be required at this time. Since this device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport, it is plausible to suggest that the wire guide met with resistance beyond its intended design during a procedurally related event. We will continue to monitor for similar complaints and have notified the appropriate personnel of this event.

Event description:
During an ascites drain procedure on a (B)(6) female patient, the physician was unable to remove the guide wire from the drain. It was noted that the guide wire had delaminated and the central stylet was protruding. The procedure had to be abandoned and started again with new equipment. Additional information provided on 04/23/2015 determined reportability: upon inspection of the drainage catheter during the investigation, a piece of the wire guide was found inside of the catheter. It appeared that the catheter had no damage and did not malfunction. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.